Event description:
This notification was opened for review due to an allegation of an everflo device and stated that the concentrator socket was burned out, causing damage to the co socket and the wall socket. The patient said that the electrical outlet was in good condition. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow-up report may be filed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.

Manufacturer narrative:
This manufacturer previously reported an allegation of an everflo device and stated that the concentrator socket was burned out, causing damage to the co socket and the wall socket. The patient said that the electrical outlet was in good condition. Follow up: the device was evaluated by third party service center. The service technician visually inspected the device. The following is reported: there is no sign of burned component in the device.